Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the fenestrated bipolar forceps instrument broke and some fragments fell into the patient. The fragments were retrieved laparoscopically, without any harm to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On january 29, 2014, intuitive surgical inc. (Isi) contacted the cssd manager at the hospital; however, a surgical services nurse responded with additional information regarding the reported event. She indicated that the instrument was inspected prior to use and that this was the ninth usage [out of ten] of the instrument. The surgical services nurse stated that the cause of the cable breakage is unknown and denied any instrument collisions. She stated that the fallen cable fragments were removed laparoscopically and denied any x-rays were performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications to date. Lastly, she indicated that the instrument is not available to return for evaluation, as it has been sequestered to risk management. Based on the information provided, this complaint is being reported due to the following conclusion: the cable of the fenestrated bipolar forceps instrument broke and some fragments fell into the patient. Per the information provided, the fallen cable fragments were retrieved. User facility medwatch form received from customer on 2/18/2014 with uf/importer report number (B)(4).